Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately thirty four months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient has been followed for a while. No aneurysm growth, a definite type ii leak through an ima and there may be a type 1 endoleak. The patient had several renal arteries and all of them were preserved in the original implant. The thought is to coil an ima and maybe place a cuff to get a little more proximal seal, which would entail covering a couple of the accessory arteries. No decision has been made to intervene at this point. No clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the patient has an ima endoleak that was possibly encroaching proximally and making the seal zone shorter. It was not confirmed there was a type 1 endoleak; however, the seal zone was short and the aneurysm had grown 2-3 mm over a 6 month period. The patient had several renals and the decision was made to cover the lower left renal, gaining about 15mm of additional seal. The ima was coiled and a 282849 endurant cuff was implanted and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine and was discarded.